Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, once for two weeks, ip) and fortum (1gm, once for two weeks, ip). Pd therapy was ongoing. The peritonitis was resolving. The reporter believed that the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.